Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 800 synchron clinical system albm (albumin module) was overflowing when they attempted maintenance on the cups. Customer reported that the overflowed volume was 5 ml. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) cleaned all the lines for the albumin module.

Manufacturer narrative:
(B)(4).